Event description:
It was reported that the device kept giving e-1 errors.

Manufacturer narrative:
The product was returned for investigation without a bulb installed. All testing was completed with a known good test bulb. The reported failure could not be confirmed. The product was subjected to a shake test to determine if there were any loose components inside. There were none. The product was powered up, the display activated, the correct software loaded, and standby mode became active. The bulb ignited as specified. The power-up sequence was repeated several times. No issues were noted. Functional testing was performed on the product and included the following: run mode/standby cycling; variability of light intensity; lightcable/scope disconnect; lightcable/jaw interaction; bulb access door cycling; front panel. All tests were successful. The product was subjected to burn-in testing. No failures occurred. A measurement was taken on the bulb voltage. The measurement was within spec. Further investigation revealed that the jaw was slightly loose. In sum, the customer complaint of an e-1 error could not be confirmed. The failure mode will be monitored for future reoccurrence.